Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead dislodged when slitting the catheter. The catheter was replaced and the lead was implanted. The lead remains in use. No patient complications have been reported as a result of this event.